Event description:
Sterile supply was found to have hole in sterile wrapper. Hole was not found to be through outer wrapper. Contaminated supplies were removed. New supplies were obtained. Supervisor notified.